Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during a sialoendoscopy procedure, prior to scope insertion, two stone extractor baskets broke. It was noted that one of them had a broken basket wire. The procedure was completed with a competitor's devices, no parts of the devices were left in the patient, and there were no injuries or additional procedures.